Event description:
On (B)(6) 2011, pt reported experiencing a kinked infusion set cannula on the infusion set. Pt stated, she noticed an elevated blood glucose the same day the infusion set was inserted. Pt reported, her blood glucose went into the teen's mmol/l. Pt's target blood glucose range is 7-10 mmol/l. Pt stated, she did not notice anything unusual during the preparation or insertion of the infusion set. Pt reported, she did not notice any leaking. Pt stated, she changed her infusion site and noticed a bend in the center of the infusion set cannula. Pt reported, she changed to a new infusion set and used the infusion device to correct her elevated blood glucose. Pt stated, the incident occurred only once. Pt discarded the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.